Event description:
It was reported that in 2001 the pt underwent take down of colostomy, cholecystectomy, lysis of adhesions, and repair of abdominal wall defect with mesh. A looped size 1 absorbable suture was used to close the fascia. In 2003 the pt developed multiple suture granulomas with one persistent on in the lower pole of inicision with a draining sinus. Impression is suture granuloma and it was surgically removed under general anesthesia in 2003. In 2003 pt was diagnosed with superficial wound infection with mrsa and treated with vancomycin and debridement. There was a draining midline wound measuring approximately 4 to 5 inches in length with minimal surrounding cellulitis. At time of debridement, multiple suture granulomas were removed under general anesthesia. A large abscess was also unidentified and appeared to be associated with a retained surgical sponge.